Event description:
Radiometer reference number (B)(4). According to complaint, the customer reported falsely elevated sodium result on (B)(6) 2025 from abl90 flex plus analyzer (serial number ((B)(6)). First measurement 177 mmol/l the second was 144 mmol/l. Sample ID (B)(6), (B)(6) 2025, 15:05:00, na of 177 mmol/l (discrepant value). Sample ID (B)(6), (B)(6) 2025, 15:14:00, na of 144 mmol/l (comparison value). This incident concerns the same analyzer as the incident reported in MDR# 3002807968-2025-00090.

Manufacturer narrative:
The quality control logs, calibration logs, and system messages do not indicate any malfunction of the sensor. Therefore, the most likely cause of the higher readout is an obstruction in front of the na sensor, such as a clot or a bubble. Clots can be introduced from blood samples, while bubbles may form in the sensor when a clot or other foreign material is introduced into the system. As the device didn't malfunction, this event no longer meet the criteria of an MDR reportable event.